Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family or friend reported via phone call that the customer's blood glucose has been high and she had a no delivery alarm on the insulin pump. Caller reported that the alarm did not occur during manual prime. Caller stated that the event was resolved by a reservoir change. Customer does not have the product to return. Customer's current blood glucose is 585 mg/dl. Customer has also been experiencing a motor error alarm since (B)(6) 2016.